Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the strength of aortic valvular calcification in patients with aortic valve stenosis who underwent transcatheter aortic valve replacement (tavr). Medtronic self-expandable valves (corevalve, evolut r, and evolut pro = 10) and non-medtronic balloon-expandable valves (sapien 3 = 12) were used in the study. The authors stated all patients in the study underwent ballooning (pre-implant dilation or post-implant dilation) to evaluate the aortic annulus size or to expand the valve frame during tavr. No adverse patient effects were noted.